Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5,d9,e1(remove telephone number),g2(unmark user facility). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that this was a lighting failure caused by faulty front panel light-emitting diode. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the insufflation unit exhibited dim light emitting diode (led). And the tank pressure led light was missing. There were no reports of patient involvement.